Event description:
It was reported that the patient¿s ilet pump housing split into two pieces after being dropped, consistent with a physical damage and enclosure/housing component issue. Symptoms included no adverse clinical effects. Outcomes included continued therapy via backup method and uninterrupted cgm use. Investigation included customer interview and assessment of device functionality and usability steps, including guidance to shut down the device, data sync to the mobile app, and preparation for device return. Investigation of this case revealed external damage due to accidental drop with no reported alerts or malfunctions, aligning with product damage from impact to the device housing. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.